Event description:
It was reported that a spectrum pump failed flow accuracy test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'failed flow rate test' was not reproduced. The pump was sent to flow line for flow rate testing and was within specification. The event history log review was completed, and the customer reported problem could not be confirmed through the event history log. The customer did not provide an event occurrence date or parameters. The history log cannot be used to determine the actual volume in the IV bag at a given time or setup of the pump. A cause could not be determined. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.